Event description:
Vague report received from baxter-spain states "fast flow, infusion completed in 3 days". Device contained 5-fu - 2450 mg. Ns, total fill volume 240ml. Reporter states no pt injury resulted.